Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient care technician (pct) discovered a fluid leak on the inside of the cassette door of the patient's training cycler after ending their peritoneal dialysis (pd) treatment. Fluid leaked from out of the cassette door and onto the floor. The patient reported receiving a balloon valve leak three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pct stated she was not present at the time the fluid leak occurred. The supplies had already been thrown away and doesn't know which box the supplies came out of in their storage unit. A replacement cycler was issued to the patient. Upon follow up, the pct confirmed the reported event and was able to continue the patient's treatment after straightening out the heater bag line and clicking ok after alarm. The pct stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pct stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pct confirmed that the replacement cycler was received and the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pct confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette after the ast. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a patient care technician (pct) discovered a fluid leak on the inside of the cassette door of the patient's training cycler after ending their peritoneal dialysis (pd) treatment. Fluid leaked from out of the cassette door and onto the floor. The patient reported receiving a balloon valve leak three times prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pct stated she was not present at the time the fluid leak occurred. The supplies had already been thrown away and doesn't know which box the supplies came out of in their storage unit. A replacement cycler was issued to the patient. Upon follow up, the pct confirmed the reported event and was able to continue the patient's treatment after straightening out the heater bag line and clicking ok after alarm. The pct stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pct stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pct confirmed that the replacement cycler was received and the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pct confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.